Event description:
It was reported that the patient presented for an MRI. During the imaging procedure, the patient's pulse generator went into backup vvi as the clinician was not aware the patient had a device. The patient was asymptomatic as a result of the backup operation. The device was successfully reprogrammed and the patient would continue to be monitored.